Manufacturer narrative:
H4: the device was manufactured from (B)(6), 2020 - (B)(6), 2020. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that fluid was found inside the bag that contained the returned unit which indicated a leak had occurred. Further inspection revealed that the leak was due to broken tubing at the junction of the white flow restrictor. The tubing had broken and become separated from the flow restrictor and a portion of the broken tubing remained inside the solvent bonded area of the flow restrictor. The reported condition was verified. The cause of the tubing break and separation was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked over 50% of the solution. This was observed during pharmacy dispensing. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. Upon further inspection, the luer connector became detached from the tubing line resulting in the leak. There was no patient involvement. No additional information is available.